Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the frozen screen after inserting a new battery. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would not turn on and had a constant tone after reinserting the battery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The buttons responded properly with no flattened button dome switch or unlocked lcd keypad connector noted. No frozen screen was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.